Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The investigation is still in progress. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device displayed an error code associated to a patient pump malfunction during maintenance. There was no patient involvement.

Manufacturer narrative:
H10: the livanova technician who reached the facility noticed that both the pumps on the patient side were noisy. The patient bridge was replaced and the device returned to service. It cannot be ruled out that the initially claimed blockage was intermittent as the damage to the pump bearing was not in the extreme conditions. The issue is more likely associated to the motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.